Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she was hospitalized due to high blood glucose and diabetic ketoacidosis. Her blood glucose was over 500-600 mg/dl and the tubing physically looked kinked/bent. She was hospitalized for 5 days. Her blood glucose level was 134 mg/dl at the time of this report. No further information available.